Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to a damaged etch on the high voltage module assembly. The customer declined repair of the device therefore the device was returned labeled not for clinical use. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device was unable to charge at selected energy level. Complainant indicated that there was no patient involvement in the reported malfunction.